Event description:
Reported status: serious injury. Reporting rationale: restenosis. Device issue: no device malfunction has been reported. It was reported via trial that the initial procedure was in 2008 to treat double vessel disease with the implanting of two rx xience v stents, one in the target lesion in the distal lmca and a second in the distal cx. At the follow up appointment on nineteen days later, the patient was reported as having chest pain and shortness of breath. An angiography was performed which showed in stent thrombosis of the distal lmca. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. In this case, the angina and dyspnea were likely secondary effects of the restenosis, which was treated with medications. In this case, the reported patient issues of angina and restenosis are known adverse events associated with coronary stenting, but a conclusive root cause for all the reported patient issues and the relationship to the device, if any, cannot be determined.